Manufacturer narrative:
(B)(4). This report for a leaking effluent sample bag was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
During follow up on (B)(6) 2011, baxter product surveillance received a report from a patient that they had a leaking effluent sample bag. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient stated the solution just started leaking from the top of the bag. The patient did not speak with their nurse about the event. There was patient involvement but no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.